Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range for sodium - 133 ¿ 145 mmol/l) initial result = 117 mmol/l, sample repeated on another module = 134 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10. Concomitant product: the field service representative (fsr) inspected the alinity c processing module and determined the nozzle c4 #1, #4, #5 (rohs) as probe # 1 was clogged. The fsr removed the clog and the issue was resolved. The nozzle c4 #1, #4, #5 (rohs) was determined to be the cause of the result issue. No additional result issues have been documented since the service activity. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with the nozzle c4 #1, #4, #5 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the nozzle c4 #1, #4, #5 (rohs) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range for sodium - 133 ¿ 145 mmol/l). Initial result = 117 mmol/l, sample repeated on another module = 134 mmol/l. No impact to patient management was reported.